Manufacturer narrative:
Patient age, weight and ethnicity: per EU regulation (B)(4), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted; give date: not applicable, there is no indication the lens has been explanted. Initial reporter telephone number: (B)(6). The device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge did not work because the tip dilated when trying to implant the intra-ocular lens (iol), making it impossible to introduce the injector into the anterior chamber. Material availability is unknown. Through follow-up, it was learned that during the surgery, they noticed the tip of the injector dilated when trying to implant the lens. The patient is stable and the product is not available. No further information has been provided.